Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: triathlon cr fem comp #8 r-cem; cat spsxx; lot spsxx; triathlon prim cem fxd bplt #7; cat 5520b700; lot ssf8s; triathlon asymmetric x3 patella; cat 5551-g-381; 0x01. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
As per medical review, ¿complains of global knee pain ¿ increased with activity, 5 over 10 severity ¿ pain today 0 over 10 ¿ occasional catching and popping sound". "X-rays dated (B)(6) 2018 are an ap, lateral and patellar view of the right knee demonstrating approximately 2mm to 3mm narrowing of the medial poly compared to the lateral with a slight increase in the varus alignment. No loosening of the components is noted."

Manufacturer narrative:
An event regarding pain involving an unknown insert was reported. The event was not confirmed. Method & results: product evaluation and results: not performed as the device was not returned for evaluation. Clinician review: a review of the provided medical records and/or x-rays by a clinical consultant indicated: "on a (B)(6) 2018 office visit he complained of right ankle pain, 4 over 10 in severity. No complaints referable to the right knee are noted. X-ray of the right ankle showed no osseous pathology. On his visit of (B)(6) 2018 for follow-up of the right knee pain was 0 over 10 and no pain medication was required. 0° to 100° range of motion was noted and he was ¿doing well¿. He was seen on (B)(6) 2018 for follow-up of the right knee and the note states, ¿complains of global knee pain increased with activity, 5 over 10 severity pain today 0 over 10 occasional catching and popping sound. Physical examination: 3° to 110° range of motion. No tenderness. Stable. X-ray: medial plastic is narrower patient wants to avoid surgery at this time.¿ no subsequent follow-up is documented. X-rays dated (B)(6) 2018 are an ap, lateral and patellar view of the right knee demonstrating approximately 2mm to 3mm narrowing of the medial poly compared to the lateral with a slight increase in the varus alignment. No loosening of the components is noted. " product history review: not performed as the device was not identified properly. Complaint history review: not performed as the device was not identified properly. Conclusions: it was reported as per the medical review that the patient had pain, occasional catching and popping sound. A review of the provided medical records and/or x-rays by a clinical consultant indicated that x-rays dated (B)(6) 2018 are an ap, lateral and patellar view of the right knee demonstrating approximately 2mm to 3mm narrowing of the medial poly compared to the lateral with a slight increase in the varus alignment. No loosening of the components is noted. The event could not be confirmed nor the exact root cause could be determined due to insufficient information. No further investigation for this event is possible at this time. If additional information/ device becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
As per medical review, ¿complains of global knee pain. Increased with activity, 5 over 10 severity . Pain today 0 over 10 .occasional catching and popping sound". "X-rays dated (B)(6) 2018 are an ap, lateral and patellar view of the right knee demonstrating approximately 2mm to 3mm narrowing of the medial poly compared to the lateral with a slight increase in the varus alignment. No loosening of the components is noted."